Event description:
It was reported that one day post an office visit, the patient performed a remote monitoring transmission. Lead warnings were triggered for both the atrial lead and the ventricular lead due to low impedance. Oversensing was also noted on the ventricular high rate episodes. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: (B)(4) lead implanted: 1996-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited high thresholds.